Event description:
It was reported following the pre-deployment femoral angiogram, the angioseal 6 french sheath was inserted and the proper location steps were taken. The angioseal device was positioned into the angioseal sheath. The physician said that for some reason, it just didn't feel right. The deployment was completed and hemostasis was achieved. That evening, the patient had numbness and tingling in the leg and the foot was found to be cold. There were no pulses distally and ultrasound (us) revealed that the collagen was allegedly deployed into the common femoral artery. The patient underwent a cut down procedure in surgery. The angio-seal was removed. The patient did recuperate and went home the next day.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.